Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having pump stoppage and low flows since (B)(6)2021. The driveline appeared to be in normal condition externally. The patient was admitted for elevated flows and powers. A ramp echocardiogram was performed and showed no signs of thrombus. The patient's international normalized ratio (inr) was surpratherapeutic and lactate dehydrogenase (ldh) levels were at baseline. The patient was clinically stable otherwise. A computed tomography (CT) scan with contrast was ordered. The patient also had 80 pound weight loss. Log file review captured 5 pump stops and 9 low speed hazards with speed drops as low as 0 rotations per minute (rpm). The issues only appeared to be occurring while the patient was connected to the mobile power unit (mpu). It was also reported that on (B)(6) 2021 an external percutaneous lead repair was performed approximately 6 inches from the exit site. No issues were noted after the patient was back on a grounded cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was having pump stoppage and low flows since (B)(6)2021. The driveline appeared to be in normal condition externally. The patient was admitted for elevated flows and powers. A ramp echocardiogram was performed and showed no signs of thrombus. The patient's international normalized ratio (inr) was surpratherapeutic and lactate dehydrogenase (ldh) levels were at baseline. The patient was clinically stable otherwise. A computed tomography (CT) scan with contrast was ordered. The patient also had 80 pound weight loss. Log file review captured 5 pump stops and 9 low speed hazards with speed drops as low as 0 rotations per minute (rpm). The issues only appeared to be occurring while the patient was connected to the mobile power unit (mpu). It was also reported that on (B)(6) 2021 an external percutaneous lead repair was performed approximately 6 inches from the exit site. No issues were noted after the patient was back on a grounded cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed pump stops and low speed events while the device was connected to the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, evaluation of the returned section of driveline did not confirm wire damage. The report of power previously being elevated over 10 watts could not be confirmed through the submitted log file, a specific cause for the report of elevated power could not be determined, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. The submitted x-rays were reviewed and showed unremarkable internal and external sections of the driveline. A driveline wire compromise could not be confirmed through the submitted x-rays. The submitted log file was reviewed and contained data from 05nov2021 through 11nov2021. Pump stops and low speed events were captured on 07nov2021 and 11nov2021 while the device was connected to the mpu. The pump stops and low speed events were associated with low speed advisory, low speed hazard, low flow hazard, and motor stop alarms. The pump otherwise maintained a speed above the low speed limit. There were no other notable alarms active in the log file. Approximately 16.5¿ of the distal end of the driveline was returned. Examination of the silicone jacket found no breaches of the jacket besides the cut made to perform the driveline repair. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The bionate layer had some discolored areas but did not show any signs of damage. Mild to moderate metal braided shield breakdown was intermittently noted along the returned driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6)with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The IFU also provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 09jan2018. No further information was provided. The manufacturer is closing the file on this event.